Manufacturer narrative:
Breakage was identified to be at the transition step forward of the handle. This is the thinnest cross section and excessive forces can cause it to break off.

Event description:
The surgeon placed elevator into the bone then pulled hard and the shaft broke. The broken portion was removed from the patient. No patient injury or other complications were reported.